Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. H3 other text : see h.10

Event description:
It was reported that 1 bd pen needle 31g x 8mm was unable to prime and unable to deliver insulin or medication. The following information was provided by the initial reporter : with the pack of bd microfine 8mm needles, the needle did not allow pen release for insulin application.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 11/9/2021 h.6. Investigation: six open 31g x 8mm pen needle samples were returned from lot. No. 9344195, cat. No. 320792. Visual examination of the returned samples was carried out a broken non patient end of cannula was observed on three samples and a bent non patient end of cannula was observed on the remaining three samples. Due to the condition the samples were returned no clog test could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As all samples returned were open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h.10.

Event description:
It was reported that 1 bd pen needle 31g x 8mm was unable to prime and unable to deliver insulin or medication. The following information was provided by the initial reporter : with the pack of bd microfine 8mm needles, the needle did not allow pen release for insulin application.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd pen needle 31g x 8mm was unable to prime and unable to deliver insulin or medication. The following information was provided by the initial reporter : with the pack of bd microfine 8mm needles, the needle did not allow pen release for insulin application.